Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing high blood glucose (bg) levels (410-500 mg/dl). The infusion set site was changed and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Multiple attempts were made to follow up with the customer to confirm that the high bg issue was resolved; however, the customer did not reply to the requests.